Event description:
Patient infusing lipids without any issues. Patient got out of bed to use restroom. When rn went to room, noted puddle of lipids on floor. Infusion stopped and md made aware. Upon removal of tubing from pump, noted hole in tubing below blue part, which is inserted into the pump. Tubing saved.